Manufacturer narrative:
Product classification code provided. A review of synthes device history records for lot number a7qa36 revealed the rod introduction forceps for side opening implants was manufactured by diener (B)(4). Synthes received two shipments of this supplier lot. Synthes lot numbers 5604810 & 5622186. Lot number 5604810 had an mrr that was dispositioned use as is due to an inspection error. Lot number 5622186 had no ncrs generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
During a deformity scoliosis procedure using a uss set, the surgeon was using the rod introduction pliers and was pushing the collar down with the plunger on the instrument. It was reported the plunger began to spin so the surgeon had to remove the instrument. Another rod introduction pliers was used to complete the procedure. The scrub tech took a small frag driver to inspect the plunger and discovered that the set screw that holds the plunger in place had sheared off from the bottom. The piece was not found. The wound was washed and reportedly the surgeon felt the part was not in the patient.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development evaluation was conducted and visual inspections noted the pliers were received with some nicks in the nut that holds the tube on the pliers. There are minor scratches on the surface of the instrument. The set screw appears to have sheared off at the tip which keeps the sleeve engaged in the slot of the tube. The sleeve does not rotate freely as there may be a burr at the set screw tip hole in the sleeve. The blind hole which interfaces with the hook positioner has a plastically deformed wall near the top of the hole. It is more sheared on one side of the top of the hole indicating that a side load was applied to the hook positioner which would potentially cause the deformation in the blind hole on the sleeve and a shearing of the set screw as noted in the complaint. The existing risk analysis for this part does not contain the risk of the set screw shearing. Investigation is on-going. A review of the device history record has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4) manufactured the rod introduction forceps for side opening implants, part 388.50, lot numbers 5604810 and 5622186, supplier lot a7qa36. The lots initially conformed to specifications and was inspected and conformed to the synthes incoming final inspection sheet. Due to an unknown cause, the setscrew that holds the plunger in place had sheared off from the bottom. The part also exhibits marks and scratches on the nut, 388.50.3, the jaw lower, 388.50.8, and the tube, replaceable, 388.50.2.